Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7038011; additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43010, model: sc-4301, batch: 25713682.

Event description:
It was reported that the patients ipg had charging issue. It was noted also that patient had loss of relief in therapy. The patient underwent ipg replacement procedure and the lead was repositioned. The patient was doing well post operatively. The explanted was not released by the facility.